Manufacturer narrative:
Exemption number e2015058 the device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, (B)(4) on the (B)(6) 2011. The device was installed with a pad-pak first inserted on the (B)(6) 2011. The device then performed to specification with successful weekly self-tests up to and including the last log entry on the (B)(6) 2016. During this period the device was reported as being used in an sca event on the (B)(6) 2016. The device was powered on at 09:58 (gmt), on this date. The device issued the advisory speech prompts of "adult patient, call for medical assistance" the electrode pads where attached to the patient approximately 1 minute and 4 seconds into the event. The heart rhythm was assessed and a "no shock advised" voice prompt was issued. The user was then advised to "begin CPR". During the event, the heart rhythm was assessed on three further occasions after periods of CPR. Each time the user was alerted with the audio prompt of "assessing heart rhythm, do not touch the patient, analysing". There was no shock advised during the entire event. The electrode pads were removed at approximately 8 minutes and 47 seconds into the event. This was indicated by the patient impedance going out of range. The user then powered off the device 5 seconds later. As part of the investigation at heartsine technologies, (B)(4), the returned pad-pak was inserted into the device and the device passed a self-test. No warning was issued and the green status led continued to flash. The returned pad-pak had a use until date of (B)(6) 2015 ((B)(6) 2015) and should therefore not have been used beyond this date. The device delivered test therapy successfully using the returned pad-pak with the electrode pads replaced with test plugs. Acceptable measurements were recorded for each test shock. Testing indicated that the device was able to measure impedance throughout the specified range. The investigation found no fault with the returned device. The device was powered on and the user was issued with the advisory speech prompts and the patient's heart rhythm was assessed on four occasions during the event, with no shock being advised on each occasion. An in range patient impedance was detected throughout the event. As previously stated, the returned pad-pak was one year beyond its "use by" date. The "use by" date refers to the electrode pads as well as to the batteries within the pad-pak. Despite the pad-pak having exceeded the "use by" date, there was no evidence to suggest that this had a detrimental impact on the performance of the device during the sca.

Event description:
There was a patient involved in this event. The patient died. Device stopped during CPR and prompted the user to check the electrodes.